Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, far field r wave oversensing was observed on the atrial lead. Programming modifications were performed successfully. The patient¿s condition post procedure was stable.

Manufacturer narrative:
Correction: this supplemental report is to correct the initial MDR event date (B)(6) 2017. The date was erroneously submitted. The correct event date should be (B)(6) 2017. Correction: this supplemental report is to correct the initial MDR not including health professional and user facility. This was erroneously submitted. The correct should be health professional and user facility correction: this supplemental report is to correct the initial MDR not including pre-market approval number (PMA). This was erroneously not included. The correction: pre-market approval number (PMA) has been included.